Event description:
It was reported that grip force of u-blade inserter was weaker than other's, so the surgeon set the u-blade by hand.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.